Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking event on (B)(6) 2024 . Cause of non-sticking was adhesiveness may be affected by skin type activity level and weather conditions (high temperatures and/or humidity). . No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.